Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq feature did not suspend insulin when the customer experienced low blood glucose level of 42 mg/dl. As customer felt weak, contact provided customer with juice to address bg level. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.